Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 would not open. A field service engineer identified that the inseparable magnet was missing and replaced the magnet to resolve the issue and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 3 failed to open and close, and powering the unit off and on did not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.